Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the implant subsequent to sustaining a head trauma. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the implant site.